Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturer (tecomet) for investigation. Tecomet reports "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in september of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that as received the jaws are not loose in the outer tube assembly, but they are slightly misaligned to each other in the closed position and one of the jaws is bent/damaged which would make loading a clip extremely difficult to impossible. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the jaws to be misaligned to each other and for one of the jaws to become damaged but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."

Event description:
Reported issue: the endo applier loads the first clips but does not all loading or correct closure. Surgery was completed with this device. The issue was detected prior to use on a patient. No patient involvement.

Event description:
Reported issue: the endo applier loads the first clips but does not all loading or correct closure. Surgery was completed with this device.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.